Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6) 2003, the pt was implanted with two gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, CT showed aneurysm growth of approx 5 mm with no evident endoleak as compared with CT of (B)(6) 2009. The physician is presently monitoring the pt.